Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-aug-06. It was reported that the cause of the empty pump was that the patient was hospitalized. It was noted on (B)(6) 2018 that the patient was stable with good recovery and had returned to her baseline. She had been reprogrammed to her original dose. No other information was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1500 mcg/ml) via an implantable infusion pump. It was reported that the patient had presented to a hospital with an empty pump and the symptoms of agitation, increased spasticity and itching. The pump was going to be refilled. The patient was going to have a test dose administered as soon as possible. There were plans to administer benzodiazepines until the symptoms were resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the event was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.